Event description:
While the physician was discontinuing the lumbar drain, the drain broke and the tip remained in the patient's back. A bedside cut-down was attempted, but was unsuccessful. The patient was taken to the or and under fluoroscopy the drain tip was removed successfully.